Event description:
An elderly 70 year old male received 2nd and 3rd degree burns on the upper portion of his body due to smoking while using home oxygen therapy. The patient was receiving oxygen from an oxgenn concentrator via nasal cannula delivery system. He removed the nasal cannula from his nose to his chin. He attempted to light a cigar when the opened flame cause the oxygen from the nasal cannula to combust. This action caused the patient to receive 2nd degree burns on his lips, nose right cheek, head, palm of his hand, the right side of his neck and upper chest. The patient received 3rd degree burns on the upper lip and right hand. The patient was taken to the emergency department at the denver va medical center where he was bandaged for his condition.the patient was using the oxygen concentrator with disposable single patient nasal cannula w/ 7ft. Attached tubing, over the ear style;disposable single patient use oxygen connecting tubing, 25 ft. Long, vinyl, 3 channel tubing and the disposable single patient use bubble humidifier. All of these products were manufactured by salter labs and packaged for trail ridge products, inc.the company was notified and the oxygen concentrator was returned to mountain medical for manufactuers evaluationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data. Conclusion: no failure detected and product within specification, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, invalid data. The device was not destroyed/disposed of.